Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date: unknown due to unknown lot number. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that the patient got an infection after the coiling procedure was performed. The physician did not think the infection was caused by the device, but rather might be due to the procedure. Possibilities include that the suture was cut at an inappropriate position and was exposed from the skin, or tension to the suture was not fully applied when the suture was cut. Physicians at the hospital thought the infection was caused by the procedure rather than the device, commenting that such infection may occur as a complication associated with operations or intravascular procedures even if they are performed appropriately and that hemostasis procedure will be performed more carefully. Patient condition is unknown; however, it was reported that the patient had serious health damage and a surgical procedure was performed. A pre-deployment angiogram was unknown. The size of the sheath ancillary used was unknown. The puncture site was unknown. The vessel diameter was unknown. Blood loss was less than 250cc. Additional information was received on 18nov2019. Pre-operative explanation was made about the surgical treatment that would perform incision to drain out pus from the infected puncture site and cut the suture in short length. The surgical treatment was performed on (B)(6) 2019. Additional information was received on 04dec2019. Hemostasis was achieved as intended with the angio-seal device. As of the end of november, the patient had been under observation with antibiotic therapy and showing recovery. The patient should be discharged after some more observation.